Manufacturer narrative:
The customer reported to have replaced the bdu pcb. Npb was only authorized to download the software.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.